Event description:
The saline bag filled with effluent during a routine hemodialysis treatment when the operator failed to connect the waste line correctly. The treatment was ended and rinseback was not performed, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No other medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported event is attributed to the operator not following instructions per the user's guide. The user's guide contains adequate instructions for making cartridge connections. Facility staff provided additional review to the operator. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.